Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it opened the wrong pocket. A technical support specialist reviewed the device logs and verified inventory accuracy and confirmed that the user was prompted to open the fridge after receiving an inventory message from the server and validated that the correct medication placement was confirmed, which medication placement was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, wrong pocket was opened. The nurse attempted to pull hydromorphone 2 mg/ml vial, and it prompted the refrigerator to open with a count for the insulin. The customer reported that the malfunction occurred when the user tried to issue medication to the patient and that there was no impact. There were no adverse events or injuries reported based on this incident.